Manufacturer narrative:
(B)(4).

Event description:
The patient had been receiving efficacious therapy but had history of increasing infusion rate with each refill since (B)(6) 2010. At that time, infusion rate 165mcg/day. The patient came in for a clinic visit with the hcp on (B)(6) 2012 where it was noted that the patient had more increased tone. A catheter access study attempted on (B)(6) 2012 but the hcp was unable to withdraw from the port. Decision was made to do an exploratory catheter surgery (B)(6) 2012. Infusion rate was gablofen 1 ,000 mcg/ml, pump infusing at that time at 269.7 mcg/day, simple continuous. Initial incision made at spinal site and the neurosurgeon cut the catheter where it exited from the spine. There was no retrograde flow of cerebral spinal fluid so the neurosurgeon stated at the time he wanted to replace the entire catheter. As he was pulling the existing (B)(4) spinal segment down to explant it, he noted that after he pulled down approximately 2 cm, that there was suddenly a brisk retrograde flow of cerebral spinal fluid. He decided at that point in time, that he was just going to splice the two existing segments of catheter that were implanted with a pin connector and 2 strain release sleeves from an (B)(4) kit. The clinicians had requested that the pump be refilled during surgery since the patient had a history of not tolerating refills well. While the residual amount of medication was withdrawn from the drug reservoir and a new volume of medication being put in, the length of the catheter that went from the pump to the spinal segment accidentally got pulled back therefore requiring the physician to replace that pump segment of catheter with a new length of catheter. The residual volume that was obtained was total of 8 ml, and the expected residual volume was 9.8 ml. Doing the calculations for the acceptable range of residual volume, this falls within that range to be expected. Since the (B)(4) catheter was originally opened when the physician first stated he wanted to replace the entire system, he used a segment of that catheter, trimming off the distal end of the catheter that has 6 holes to disseminate the fluid/medication and ended up splicing on a length of 32.4 cm after "tallying" this through and attaching it at the spinal segment to the existing spinal catheter, he then attached the suture with a connector. After surgery, the pump was programmed by the clinician with the appropriate bolus taking into account the internal pump tubing was already primed with medication. The patient was restarted on a lower infusion rate of 100mcg/day of medication and again the drug reservoir was refilled with gablofen, concentration of 1,000 mcg/ml. The patient was admitted into the hospital for observation for potential overdose or withdrawal and for titration for therapeutic effect. It was noted that there were not going to be any implants sent back since the issue spontaneously resolved itself as the neurosurgeon pulled down on the implanted proximal or spinal segment, there was nothing to send back. It was further reported that the patient was discharged from the hospital with efficacious therapy on (B)(6) 2012 with his final infusion rate at 175mcg/day. A follow up appointment with the clinic was planned for (B)(6) 2012. The pump was used to deliver gablofen.

Manufacturer narrative:
Catheter model # 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: unknown. (B)(4).